Event description:
It was reported the pt was no longer feeling stimulation from his scs system as he had not used or charged his system for some time which led his ipg to become inoperable. The pt's ipg was replaced on (B)(6) 2014. The pt was reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Field corrections: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.